Event description:
Event description guidant received information that the device's lead safety switch feature had been triggered for the atrial lead. The lead was now in unipolar mode. The measured bipolar impedances were varying between 400 and 970 ohms. The lead may be fractured.